Event description:
It was reported that in arctic sun periodic maintenance, clinical specialist, found the water could not be cooled down. Per additional information received via follow-up on 03mar2023, device would be sent for evaluation. Issue could not be resolved the chiller was not a field replaceable spare part. They would have to ship it back to the us depot. Per sample evaluation result received on 06apr2023, hot connections between the power inlet module and the ac main voltage circuit card show signs of electrical overstress. Double bend tube and chiller evaporator outlet tube were found expanded during servicing. Tanks seals were found lifted from the tank.

Manufacturer narrative:
The reported issue was confirmed. Root cause is covered "the overheating of the wires was assessed by the investigation tasks and used to complete the root cause evaluation using the fishbone methodology. It was concluded that the following was the root cause: supplier ¿ root cause o inadequate verification and validation activities of the crimping process o single pull test did not provide stability of process o evidence was not provided when requested for maintenance of records or crimp tools o no crimp cross-sections provided" the device was evaluated upon receipt. Hot connections between the power inlet module and the ac main voltage circuit card showed signs of electrical overstress. Preventatively replaced the power inlet module and ac main voltage circuit card with a new power inlet module and ac main voltage circuit card. The arctic sun 5000 passed all performance testing, calibration and electrical safety tests and is functioning properly and ready for use. It was known that the device did not meet specifications and that the device was influenced by the reported failure. The device was not in use on a patient. A DHR was not required for this complaint. Labeling review is not required because labeling could not have prevented this issue. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. H3 other text : the actual/suspected device was inspected

Event description:
It was reported that in arctic sun periodic maintenance, clinical specialist, found the water could not be cooled down. Per additional information received via follow-up on 03mar2023, device would be sent for evaluation. Issue could not be resolved the chiller was not a field replaceable spare part. They would have to ship it back to the us depot. Per sample evaluation result received on 06apr2023, hot connections between the power inlet module and the ac main voltage circuit card show signs of electrical overstress. Double bend tube and chiller evaporator outlet tube were found expanded during servicing. Tanks seals were found lifted from the tank .

Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed.